Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary blank screen, user tried restarting the device but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary half height drawer enhanced drawer 5.2 drawer board was faulty. A field service engineer upon arrival main station had black screen, removed auxiliary from main station powered up, found auxiliary half height drawer 5.2 board had a faulty d501 diode, replaced drawer board system powered up successfully. The system functioned as intended after the field service engineer repaired the device.